Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "bad fit with connector". However, there was insufficient information to confirm this potential root cause. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "prep: 1. Place foley catheter into retainer. Directional arrow should point towards catheter tip. 2. Close lid, being careful to avoid pinching the catheter. 3. Identify securement site by laying the anchor pad straight on the front of the thigh, then back up 1 inch towards the insertion site. Make sure leg is fully extended. 4. After placing the statlock® stabilization device off to the side, cleanse and degrease the securement site with alcohol or hospital policy. Let skin dry. 5. Apply skin protectant, in direction of hair growth, to area larger than stabilization site. Allow to dry completely (10-15 seconds). 6. Using permanent marker, write initials and date of application on statlock® anchor pad. Note: always secure catheter into statlock® retainer before applying adhesive pad on skin. Place and peel: 7. Align the statlock® stabilization device over securement site leaving 1 inch of catheter slack. Make sure leg is fully extended. 8. While holding the retainer to keep the pad in place, peel away paper backing, one side at a time and place tension-free on skin. Warnings and precautions: 3. Minimize catheter manipulation during statlock® stabilization device application and removal. Do not pull or force pad to remove." Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was inserted, and the balloon inflated, without any issues. Clear drainage tubing (not inside the patient) started leaking urine above the port consistently when urine passed. Foley was removed and replaced and there was no harm to the patient. Patient was a female 29 years old.

Event description:
It was reported that the foley catheter was inserted, and the balloon inflated, without any issues. Clear drainage tubing (not inside the patient) started leaking urine above the port consistently when urine passed. Foley was removed and replaced and there was no harm to the patient. Patient was a female 29 years old.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.